Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.50 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. However, after applying force forward, the stent was damaged with a broken strut. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage, with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft, as well as a shaft break located 25cm distal from the distal strain relief. Hypotube kinks are evident adjacent to the hypotube break site. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.50 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. However, after applying force forward, the stent was damaged with a broken strut. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion was located in a mildy calcified right coronary artery. The event happened during the procedure and inside the patient.